Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose level was 147 mg/dl. Customer reported that it was hot and humid and she was wearing the device in her bra as an event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.